Event description:
It was reported that the touchscreen of the pump was cracked and shattered, resulting in the screen being broken and the touchscreen being nonfunctional. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.